Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's menu button was not working. Customer's blood glucose level was 145 mg/dl. The down arrow button did not allow them to navigate screens. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with unresponsive buttons. The problem was isolated to the electronic board. The device was also received with minor scratched lcd window.